Event description:
Pixels were reported to be missing on the screen. There was no reported impact to the customer's blood glucose level. The device was set to be returned, and a replacement pump with was provided.